Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated that they did not have any fluid flow from the bag on the heater. The patient stated that they replaced the bag on the heater and then completed their therapy. It is believed that the cassette was reused. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is use error. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up for a check heater line alarm, the home patient (hp) stated that they did not have any fluid flow from the bag on the heater. The home patient stated that they replaced the bag on the heater and then successfully completed their therapy. The home patient had already discarded their supplies and did not know the lot number of the bag. The patient was involved but there was not injury or medical intervention associated with this incident.